Manufacturer narrative:
The hook cev2295a was not returned for evaluation; therefore, an evaluation of the device could not be performed. Additionally, the manufacturing records could not be reviewed as lot number has not been provided. However, the issue may be due to a bad handling of the device during the use or the reprocessing. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This report is 1 of 2 linked to mfg report number 2523190-2021-00041: a facility reported that during an unspecified procedure, the hook cev2295a had a damaged insulation coating. There was patient impact of biliary peritonitis on thermal wound of the common bile duct requiring a second urgent surgery to be performed. The dysfunction was observed after the procedure. No delay in surgery was reported.